Manufacturer narrative:
Concomitant medical products: 97702, pain stim ipg; 39565-65, pain stim, lead, implanted: (B)(6) 2014; dtba1d1, ICD; 5076-45, lead, implanted: (B)(6) 2015; 694758, lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) stability feature withheld therapy when the patient experienced an episode of true ventricular origin. The device is still in use. No patient complications have been reported as a result of this event.